Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
The customer reported via phone call that she had a sensor anomaly and calibration error. Customer's blood glucose was unknown mg/dl. The customer stated that that past 3 sensor she's worn, has been having sensor glucose versus blood glucose differences and the got calibration error resulting in a change sensor. The troubleshooting was performed, customer was advised that we would replaced sensor. The customer was offered to troubleshoot for sensor glucose versus blood glucose differences but declined.